Manufacturer narrative:
The investigation was completed by conducting a thorough evaluation of the product. The issue was determined to be a defect in the product. The defect will be fixed in a later version.

Event description:
It was reported that lab order interface is not sending a notification for cancelled orders. There was no mistreatment reported based on the available information.